Event description:
Information received indicates the head panel is stuck in up position.

Manufacturer narrative:
The technician found the right side dampener was disconnected form the stretcher frame and missing the retaining ring and pin. The technician replaced the hardware to repair the stretcher.